Event description:
During a 3 level acdf procedure, while trying to reposition a screw it stripped and wouldn't come out. The surgeon used the 3.0 m set screw extractor to remove the screw and the tip of the instrument broke inside the extractor. The surgeon was unable to remove the screw tip out of the extractor. The fragment screw bit remains implanted in the patient. The procedure was extended for approximately 20 minutes due to this event. The procedure was successfully completed.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Visual inspections noted a broken threaded tip, discoloration on and around the laser etch, and scuffmarks. The distal tip of the instrument is sheared. The fragment was not returned. Dimensions that could be measured were found to meet specifications. Based on the complaint description, the screw to be extracted was damaged when repositioning was attempted. This suggests that the implant was stuck and required unusually high torque for removal. The aclp system surgical technique guide available at the time of the procedure recommends the use of a 2.5 nm torque limiting handle, which limits the amount of torque applied to the screw during insertion. It also recommends the use of the awl or the drill, tap, and screw guide, both of which establish the proper trajectory for the screws. Based on the observation that the screw to be extracted was damaged when repositioning was attempted, it is likely that one or both of the recommendations in the surgical technique were not followed. The design risk assessment was reviewed and found to be adequate for the intended use.